Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on 10/16/2014 (adjusted date) and system mode diagnostic results revealed high impedance (dc/dc code 7). The device was then disabled. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Additional information was received that latest device diagnostics were performed one year ago, and the patient gave up to deal with the high impedance. The reason for high impedance is unknown. The patient still has 1-2 times of seizures per month.